Event description:
The physician states that approximately two weeks ago a female patient in her 60's presented for esophageal vericealbanding. The overtube was easily passed down coaxially with an endoscope. When the endoscope was removed, a large upper esophageal tear was noted. The overtube was removed and a 6cm tear was surgically repaired. The patient recovered well from surgery. However, within a few days the patient developed continued variceal bleeding which could not be treated appropriately using alsternative medical intervention because of patient's religion. The patient subsequently expired. The doctor states thaat the death was not related to the previously described surgerydevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.